Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 5. The hp stated the she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The tsr explained that se 2240 indicates a large amount of air has entered setup. The hp confirmed she would contact the nurse to inform of the alarm and for advice regarding completing therapy. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) regarding the reported problem. The hp does not recall the particular event but stated that she has continued therapy without further incident. The hp went on further to say that she had been in the hospital due to losing her memory from a medication she was on with calcium in it. The hp stated that the calcium went to her brain and caused the memory loss. The hp could not recall the name of the medication or what is was for; she also could not remember when the hospitalization occurred but thought that it was about two months ago. The hp stated that therapy is going well at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).